Event description:
It was reported that a cartridge alarm occurred. During troubleshooting with customer technical support, the pump was reset, and the alarm was cleared. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.